Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 03/07/2018, that on (B)(6) 2018, a loss of connection occurred. The transmitter was returned for evaluation. External visual inspection was performed and passed. A voltage test was performed and passed. The global transmitter final functional test was performed and passed. A pairing test with the (B)(4) bluetooth device was performed and passed. The data file was reviewed and the reported customer complaint was confirmed. The probable cause could not be determined post investigation. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 03/08/2018, that on (B)(6) 2018, a loss of connection occurred. The transmitter was returned for evaluation.